Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by access 2 immunoassay system for several patients' samples. The results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were sera collected in serum separator tubes and centrifuged for 10 minutes at 2800 rpm. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(6) 2010 and met the specifications. The customer's procedure is to repeat all accutni results greater than 0.06 ng/ml. A bci field service engineer (fse) was on site on (B)(6) 2010, and performed a major preventive maintenance. The only issue found was a very dirty wash carousel. The fse replaced the pipettor probe, wash nozzle, o ring bearings and the pinch rollers. The fse performed a high sensitivity system check and the results met the specifications. Hardware is the likely root cause for this event.